Event description:
It was reported that the customer's insulin pump showed a button error alarm. Troubleshooting was done and customer was able to clear the alarm. Customer also mentioned having some high blood glucose readings the day prior to the phone call was as high as 200 mg/dl. After changing the infusion set, her blood glucose went down to 158 mg/dl. At the time of call, patient's blood glucose was 123 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.